Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 06-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure (batch no. C68125) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic periods"), myalgia ("muscular pain"), hyperthermia ("night hyperthermia"), headache ("headaches"), fatigue ("extreme fatigue") and spondylitis ("spondyloarthritis attacks"). The patient was treated with surgery (removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, myalgia, hyperthermia, headache, fatigue and spondylitis outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue, headache, hyperthermia, menorrhagia, myalgia and spondylitis with essure. Further company follow-up with the consumer is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ("dysmenorrhea") in a female patient who had essure (batch no. C68125) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic periods"), myalgia ("muscular pain"), hyperthermia ("night hyperthermia"), headache ("headaches"), fatigue ("extreme fatigue") and spondylitis ("spondyloarthritis attacks"). The patient was treated with surgery (removal of essure on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, menorrhagia, myalgia, hyperthermia, headache, fatigue and spondylitis outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, fatigue, headache, hyperthermia, menorrhagia, myalgia and spondylitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.